Event description:
It was reported that a patient underwent partial nephrectomy on an unknown date and suture was used. During a partial nephrectomy, that the device closes the clip it closes the clip on to the suture and the clip falls off. There were no patient consequences reported. The devices are available for return. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the lot number of the product involved? Please clarify the quality issue experienced with the product: did the clip not hold or not load into the applier? If so, package lot number of the clips? Please explain how the clips were loading into the applier ? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? Was the applier checked for damage (jaws straight and aligned)? Did the clip not hold on the suture? If so, what suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) lot number on my clips- 1052s7, serial number on applier- (B)(6), the clips would not close on the suture, the clips were loaded different ways to try something different. The first way was the cartridge was flat on a table and the jaws were perpendicular to the clip. The second way was the scrub tech held the cartridge and it was attempted to load the same way. Some times the clip loaded in the jaws and other times it did not. When it did, the clips would typically not close. Jaws were at 90 degrees, jaws were straight and not damaged, clip did not hold suture, vicryl 4-0 was used, suture was placed near hinge of clip. When the clip did lock it would hold on the suture. But it did not lock often, tried with suture under tension and also tried with it not under tension, not a robotic procedure, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.